Event description:
It was reported that the bd maxguard flow controller extension set with needleless y-site(s) experienced difficult to clamp or unclamp tubing. The following information was provided by the initial reporter: IV fluids not infusing though patient IV was patent, brisk blood return and flushing well.

Manufacturer narrative:
The initial reporter also notified the FDA on jul, 2022. Medwatch report #: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of birth: patient¿s birthday was not provided, (B)(6) 1972 was used based on age of patient.

Event description:
It was reported that the bd maxguard flow controller extension set with needleless y-site(s) experienced difficult to clamp or unclamp tubing. The following information was provided by the initial reporter: IV fluids not infusing though patient IV was patent, brisk blood return and flushing well.

Manufacturer narrative:
Investigation summary: one sample of item mfs141 was submitted by visual. The customer complaint of clamp issue / damage related to clamp was verified by testing. Evaluation of the sample submitted was conducted by first testing the extension set with a syringe and water. Water was attempted to be pushed through the extension set with a syringe and there was no occlusion noticed. The sample was then connected to a sample secondary infusion set with a sodium chloride infusion bag, and the flow control dial was set at 250 ml/hr and allowed to flow for 10 minutes. The amount of liquid dispensed was 38 ml. The flow rate obtained is approximately 228 ml/hr, below the selected 250ml/hr flow rate. A device history record review for model mfs141 lot number 22039100 was performed. The root cause for the issue seen in this complaint is an issue with the construction of the flow control valve. A supplier corrective action report was issued to the supplier of the flow control valves. Upon supplier investigation it was found that the internal gasket of the flow control valve becomes misaligned when turning the control valve, causing for occlusion and inaccurate flow as seen in the investigated samples. Corrective actions have been implemented at the supplier level, in order to, correct the issue. The flow control valves used in these assemblies were created prior to the corrective actions having been implemented.